Event description:
Implant broken two weeks post-op. An other smart toe has been implanted with success.

Manufacturer narrative:
Technical discussion with the surgeon determined that the pt restarted working only 2 weeks post-op and implant probably broke due to a gap between the two phalanx. The root cause of this event is pt non-compliance. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.